Event description:
It was reported that when using the bd pyxis¿ medstation¿ es arhopcupx1 main drawer 2.2 failed and was not detected on bus. The customer rebooted the machine three times; however, the issue persisted. The customer also stated that the main drawer was able to open, but the individual cubies within the drawer does not open. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus and continued to fail after multiple reboot attempts. A field service engineer performed onsite troubleshooting, powered off the station, reseated pyxibus cable, retractor band, sensors, and row board cabling, reassembled hardware, and rebooted the station, and completed preventative maintenance including inspection and functional checks. The system functioned as intended after the field service engineer repaired the device.